Event description:
It was reported that the ilet user¿s caregiver contacted support due to persistently low dinner meal announcements for several weeks, which led the caregiver to enter multiple meal announcements to maintain glucose in range; education was provided to make a single announcement to allow the system to learn appropriate dosing decisions. Symptoms included hyperglycemia. Outcomes included no hospitalization and glucose in range at the time of the call. Investigation included troubleshooting and user education. Investigation of this case revealed user technique error related to the learning phase for dinner announcements, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use-related factors and system learning behavior.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.